Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons were not responding. The customer reported that they went swimming. They were not able to access to the menu screen. The issue started at the morning when they woke up. There was no crack on the insulin pump and the buttons were responding at the time of the call. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the middle (enter), up, left keypad buttons did not respond to keypad presses due to moisture damage keypad connector and electrical board. Unable to perform displacement and self tests due to the keypad anomaly. (B)(4).